Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose incident. Blood glucose level at the time of incident was almost 400 mg/dl which was treated with bolus and carbs. Customer stated that they were started auto mode and blood glucose started to go up. Customer declined to troubleshoot for high blood glucose. Last blood glucose reading was 250 mg/dl. The insulin pump will not be returned for analysis.